Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was 30 mmol/l. The customer was showing the following symptoms of nausea and abdominal pain. Customer was treated with a bolus. The stated that they have back up plan. After troubleshooting was done, customer was advised that the insulin pump is working as designed. Customer was advised to monitor blood glucose readings.